Event description:
Supplier reported that the customer used the device during a surgical procedure and noticed a difference between the retractor arm lengths and more of a pronounced bend in the retractor arm manufactured by supplier. Since the surgeon was not counting on the increased bend in the retractor arm the retractor dug in deeper than expected and they cracked the patients sternum. This issue did not add time to the surgery and there was no injury to the patient.

Manufacturer narrative:
Upon completion of the investigation it was noted that two devices were sent to the supplier for evaluation. One of the returned devices was for comparison only; the other device is subject of the complaint. It was determined that there was a validated change in supplier as well as a minor change of the device, which increased the bend of the retractor arm. It was noted that the change did not affect the form, fit or function of the device. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.